Event description:
Reporter noted unit started cutting in and out toward end of case. No patient injury reported. Subsequent info received stated there was a posterior capsule tear; anterior vitrectomy performed. Pt in excellent condition. Surgeon wasn't certain event was due to system performance.